Manufacturer narrative:
Patient date of birth and weight were not provided for reporting. (B)(4). Incident occurred intraoperative. Device was not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part# 04.027.053s, lot# l305078. Manufacturing location: (B)(4), manufacturing date: feb 17, 2017, expiry date: feb 01, 2027. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. A visual inspection and functional test were reviewed as part of this investigation. This complaint is confirmed. The complained pfna blade was received and shows several marks of strong contact with other metallic parts which are clearly identified as caused post manufacturing. Scratches at the shaft of the blade resulted from contact with the whole of the used nail. The tip of the blade is visibly damaged, which indicates strong contact with the nail as well during first attempts to insert the blade. It is also visible that the locking mechanism was screwed in too deep into the blade. However, carried out functional test could not reproduce the reported problem. The blade could be locked and unlocked as intended. No product related problem could be identified. The product was damaged by the user during several attempts to insert them as confirmed in complaint description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient underwent surgery for femoral trochanteric fracture. During the procedure, after the reaming was performed on the outer cortex of the bone, the surgeon tried to insert the blade in question. The surgeon was unable to insert the blade in question due to good bone quality. The surgeon once removed the blade from the patient. By the judgment of the chief surgeon, the surgeon reamed up the femoral head until 70 mm in length (whereas the blade length was actually 90 mm) and tried to inset the blade again. However, the surgeon was unable to insert the blade again and removed it. The surgeon reamed up the femoral head again until 90 mm, the surgeon was successfully able to insert the blade. However, the surgeon could not lock the blade. The surgeon again removed the blade. According to the chief surgeon¿s opinion, the structure of the lock might have been failed since the surgeon removed the blade by hitting it. The surgery was extended for 10 minutes. No adverse consequence to the patient was reported. Patient outcome was reported as good, procedure was completed successfully. This report is for one (1) pfna blade 90 mm. This is report 1 of 1 for (B)(4).